Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) reported they were having issues with their controller and the issue began last thursday. Pt stated they were charging their implant and pt couldn't finish the process. Pt noted the battery empty recharge the controller message displayed and patient services (ps) reviewed with pt to charge their controller with the ac power supply cord. During the call pt plugged the ac power supply cord into the controller and the battery empty message still displayed. Pt confirmed the green light was on the ac power supply cord. Ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt denied controller powered on. Pt inspected the ac power supply cord and pt denied damages; pt noted they could only see 4 gold pins in the controller charging port. Pt inserted aa batteries and the controller powered on and pt noted the battery low recharge your implanted device soon displayed and ps reviewed information. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Pt and daughter in law called and says the patient (pt) got replacement controller, and says issue is still happening and they can't charge controller. They said if they move ac power cord slightly or wiggle it, they can get controller battery to increment a little but it doesn't increment very fast. A replacement ac power supply was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#:(B)(4). H3: analysis of the 97745 controller (s/n (B)(6) revealed that there was a broken connector pin in the cable assembly. Unit was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.